Manufacturer narrative:
A lot history review revealed that no other complaints of this nature have been received for the products from this sterile lot number. The stent retention forces measured for this lot number during quality control testing were greater than the accepted criteria. Please note that the cordis instructions for use state that the stent can dislodge from the balloon for the following reasons: extremely tortuous vessel anatomy, or withdrawing the mounted stent back into the guiding catheter.

Event description:
The physician was unable to cross the lesion. The stent came off the stent delivery system, and had to be deployed.